Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill sleeve shows signs of usage all over its body. The tip of the drill sleeve was found slightly deformed along with the marking on the body was also faded. The locking area at the plastic knob is chipped off and deformed on both sides. A pre-surgical functional test was conducted with the returned drill sleeve with a sample sleeve and due to damage, it cannot be locked with the drill sleeve. Hence confirming the alleged issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to both user-related & normal wear-related issues. The failure was most likely caused by the mishandling of the device during repetitive usage. Also, the fact that repetitive sterilization and reprocessing cycles may have also contributed to the weakening of the material structural integrity cannot be neglected if any further information is provided, the complaint report will be updated.

Event description:
As reported: "it was confirmed that the 23514280 was worn and the fit with 23510070 was loose."

Event description:
As reported: "it was confirmed that the 23514280 was worn and the fit with 23510070 was loose."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.